Event description:
It was reported that patient underwent a foot and ankle reconstruction procedure on (B)(6) 2013. During the procedure, the wedge implant did not fit the patient properly. The surgeon performed more extensive osteotomy in order for the wedge to fit the patient bone.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.